Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500+ mg/dl. Customer also reported that insulin pump had pump error alarm and insulin flow block alarm and customer was able to clear the alarm and able to complete rewind. The customer experienced symptoms such as sick and burning in chest. The customer was treated with insulin drip. Displacement test was performed and it was passed. The insulin pump will not be returned for analysis.